Event description:
The device was used during a thoracic procedure. Reportedly, the staples were malformed. The device was reloaded, fired and a cracking sound was heard. The post-operative x-ray revealed five metal pieces in the pt's cavity. The surgeon discussed the options to the pt who decided not to have them removed.